Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information has been received from the customer. Additional information added to fields b5 and h6. Corrected field: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely the issue was the outlet, since the wiring appeared to be loose in wall. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: there was no failure or product returned to olympus. The issue was the outlet, issue was resolved by hospital electrician, system is operating correcting. The wiring was loose in wall and onsite electrician was able to tighten up wires.

Event description:
The olympus representative reported (on behalf of the customer) that the visera elite xenon light source's light was strobing and clicking. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.